Event description:
The facility reported that the caregiver was on the pulling side of a bed-to-bed transfer. The pulling side is defined as pulling on the top of the maxislide, leaning over. She began pulling the pt towards her. The pt was described as being heavyset. The caregiver sustained a right elbow sprain. The pt was not injured. An ice pack was applied and ibuprofen taken for pain. (B)(4).